Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic after receiving a vibratory alert for high, out of range, pacing lead impedance. The impedance had been gradually increasing. Further testing was recommended. A lead revision will be considered when the device reaches eri.

Event description:
New information received states that the lead was capped and replaced. The patient was in great condition post-procedure.